Event description:
According to the reporter, while performing periodic maintenance and inspection, he observed that the hard paddles control buttons do not respond for charging and discharging. There were no reports of any pt use with the problem.

Manufacturer narrative:
Physio-control supplied parts info to customer for repair.